Event description:
It was reported that the patient presented in the clinic with pre-syncopal feelings. Upon interrogation, several instances of no ventricular pacing were noted. The physician confirmed that the patient felt symptomatic at those times. Loss of capture was also noted. The ventricular output voltage was increased, and a lead replacement procedure was scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.